Event description:
The event involved a connector tego¿ where it was found to be cracked and needed to be replaced. The damage was that the system had filled with air in the arterial section of the catheter, which at the time was the air exit. Otherwise, the reporter mentioned that it could have caused a gas embolism in the patient if it had been in the venous section of the catheter. The event occurred during patient use, and no one was reported harm as a result.

Manufacturer narrative:
(B)(6). The complaint of cracks on item lat-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The device history report (DHR) lot#13778927 was reviewed and no non-conformities were found that would have led to the reported condition on the complaint.